Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to toe infection. The physician wants to postpone the procedure to clear the infection. And asking, how long can guarantee therapy? The technical services (ts) advised that the device hasn't been reach to elective replacement indicator (eri) yet. Once trip eri, the therapy can have a 90-day replacement interval. Additional information indicated that the patient procedure was not yet rescheduled. There were no additional adverse patient effects reported. This ra lead remains in service.